Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00097 on 24-mar-2025. Additional information (29-apr-2025): siemens further evaluated the event and concluded that the instrument related malfunction potentially contributed to the event. There was no issue related to an assay or reagent. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed creatinine (crea 2) result was obtained on a patient sample on an atellica ch 930 analyzer. The falsely depressed result was reported to the physician and the result was questioned. The sample was reprocessed on an alternate atellica ch 930 analyzer and higher result was obtained, which matched the patient¿s clinical history. The reprocessed result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea 2 result.

Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that a falsely depressed creatinine (crea 2) result was obtained on a patient sample on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. A siemens customer services engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the dilution arm pump manifold and ran qc, which recovered acceptably. Then, the cse noted that the arm did not pick up proper sample volume, replaced arm assembly, primed the system, ran qc and system check, which recovered acceptably. Next, the cse replaced dilution arm, performed alignments, primed pumps and ran auto-check, which passed. Next, the cse ran service methods, which failed. Next, the cse replaced all mixer impellers, found that the reaction ring wash probe 3 was dripping water, replaced water valve for cuvette wash probe 3, ran auto-check, replaced the dilution arm, dilution arm diluent pump, (integrated multisensor technology) imt diluent pump, primed fluids, and performed alignments, ran auto-check and qc, which were acceptable. Siemens is evaluating the event.